Manufacturer narrative:
H3 - corrected to yes in supplemental MDR #1. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -7.50/3.0/122 (sphere/cylinder/axis) , implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: device evaluation: lens returned in a microcentrifuge vial with moisture on lens. Visual inspection found haptic torn. Claim# (B)(4).